Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found image is blurry, due to moisture/condensation in the ccd lens. The cable insulation has expanded. The focus ring rotation is too loose. It is highly likely that the unit was incorrectly or insufficiently reprocessed. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The image is blurry. There was no patient involvement. No additional information was provided.